Event description:
A caller reported an error related to their continuous glucose monitoring (cgm) device. There was no adverse impact on the customer's blood glucose level. Technical support provided information on how to reset the pump and guided the caller through the process. After the reset, the error did not reappear, and the customer was able to successfully start their sensor session.